Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in good physical condition. There was no evidence of the reported issue in the event history log. Three accuracy tests were performed and the pump was found to be slightly over delivering, but within the manufacturing specifications. The expulsor was slightly out of mechanical specifications. It was recommended that the expulsor be trimmed in order to bring the delivery into a more nominal of a range.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed accuracy (-8.25%). No patient was involved in this event. No adverse effects were reported.